Manufacturer narrative:
Patient sample was provided for investigation. It was determined an interfering factor with high molecular weight comparable to igm was present in the sample. Further testing determined the most likely cause of the interference is human anti-mouse antibody (hama). This interference is documented in the product labeling.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for troponin I short turn around time (tni stat) on one patient sample. The initial tni stat result from the cobas 6000 e601 (e601) was 9.28 ng/ml and was "0" on an abbott I-stat analyzer. The initial e601 result of 9.28 ng/ml was reported outside of the laboratory. The sample was repeated on another e601 and generated a result of "approximately 9 ng/ml." The customer was not sure which method gave the correct results since the result repeated about the same on multiple analyzers of each type. There was no adverse event. The customer sent five samples from the affected patient to another laboratory for tni stat testing on a centaur analyzer. The results from the centaur were negative for all five samples. The customer was concerned that there may be an interfering substance in the patient's sample. Patient samples were submitted for further evaluation. The serial number of the e601 that generated the initial tni stat result is (B)(4). The field service representative indicated the cause was the patient sample. He checked the instrument and did performance testing, which was ok. The customer calibrated and ran controls, which were ok.